Event description:
It was reported that the patient had a urinary tract infection and experienced dysuria at times but not every day. The etiology of the event was reported as ¿new illness, injury¿. The patient was treated with bactrim ds 800-160 mg, 1 tab twice daily for 3 days. The patient outcome was reported, as of (B)(6) 2012, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-33 lot# v172550, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient. (B)(4).